Event description:
This case was first reported as (B)(6) . Following internal investigation it was concluded that the plunger was activated and the capsule is separated from the delivery system. In addition, there were signs of a tissue and a blood on the delivery system. Therefore, this case will be investigated as attach/detach case.